Event description:
It was reported that a vns patient was not able to feel stimulation and the diagnostics testing indicated high impedance. Subsequent x-ray review indicated a gross lead fracture. Attempts for further information are in progress.

Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. Review of x-rays by the manufacturer revealed a gross lead discontinuity. Device failure occurred, but did not cause or contribute to a death or serious injury.